Manufacturer narrative:
There was a leak from a cassette line because a puppy bit the line of the cassette. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro systems patient at-home guide¿, which is shipped with every homechoice device. The guide warns the user not to perform dialysis in the same room as pets or animals. It states that ¿contamination of the fluid or fluid pathways can result if a pet or animal bites a solution bag or the disposable set. Contamination of any portion of the fluid or fluid path may result in peritonitis, serious patient injury, or death.¿ a review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a leak from the line of the homechoice cassette during peritoneal dialysis therapy, while connected. The patient was in day drain one of one when they had an unrelated alarm. The patient reconnected to the setup after day dwell and noticed the solution leaked on the floor. During the troubleshooting, the patient found that their puppy bit the cassette line. The technical service representative assisted the patient with ending the therapy. There was no patient injury or medical intervention associated with this event. No additional information is available.